Manufacturer narrative:
The customer's report was observed and attributed to a system interconnection lcd display cable that was not properly seated to a connector on the digital board. The cable was reseated to correct the resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed colored vertical lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.